Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 630 mg/dl. Customer stated that she has been using her insulin pen. Customer was able to clear the alarm. When customer was rewinding the pump, she also received a compromised force sensor system alarm. Customer stated that it started shooting insulin. Customer does not use the sensor feature on the pump. Customer mentioned that the drive support cap was sticking out from the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test and rewind test. The insulin pump alarmed prime during basic occlusion test due to loose/tilted drive support disk noted. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.